Event description:
A us distributor reported that a battery was unable to power on a monitor. A us distributor reported that a patient was experiencing check therapy electrode messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy electrode messages) was isolated to an open pulse wire in the cable connecting ECG "a" and the front therapy electrode. The electrode belt did not pass a falloff test. The root cause for the open wire was excessive force. There was no adverse event that resulted from the damaged belt. Device evaluation of battery pack was completed. The reported problem (will power on monitor) due to the battery pack tri-cells being mis-matched. Also upon further investigation, the evaluation found a loose bus bar inside of the battery. The root cause of the loose busbar and mis-matched cells could not be positively identified. There was no adverse event that resulted from the damaged battery.